Event description:
During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (paf) a catheter was used. Three out of four pulmonary veins were isolated but when the right inferior pulmonary vein (ripv) was accessed an attempt was made to withdraw the guidewire, and it would not come back into the catheter. Several attempts made to recapture and re-deploy the catheter array to resolve the issue, but this was not successful. The catheter was withdrawn from the pt and tissue was observed on the guidewire at the catheter tip. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).